Event description:
Multiple falsely elevated troponin I results of up to 16.45 ng/nl were obtained on patient samples. The results were reported to the physician(s). At least one physician questioned the results. The original samples were retested and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I results was mis-positioning of the vessel causing inadequate wash.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was mis-positioning of the vessel causing inadequate wash. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is now operating within specifications.